Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the syringe was unable to stand the pressure. A 26 advantage balloon catheter inflation device was selected for use. During procedure, it was noted that the device was unable to stand the pressure and opened while attempting to inflate an nc balloon to 18atms for three seconds. The balloon was observed to have worked properly. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the gauge needle dropped below the zero zone.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. The device was received on its own and the gauge needle is at 0atm. The device locking mechanism test was performed where the plunger handle is rotated to achieve 26atm¿s and this test is repeated 20 times consecutively. On the 20th rotation, the gauge needle of the returned device returned to below the zero zone when pressure was released. Therefore a test gauge was used for the remainder of functional analysis and the unit passed all other remaining functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).